Event description:
It was reported that during reprocessing a fenestrated bipolar forceps instrument, the tips were not meeting. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned a nd evaluated. Engineering confirmed the reported complaint. One grip was bent, causing a side to side misalignment of the grips. There was a .130 offset at the tips. The bent grip had separation of the yaw pulley and pulley cover at the glue joint, indicating likely overloading at the instrument tip. Engineering concluded the damage was likely due to mishandling / misuse. An additional observation not reported various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. The scratches were .080 - .150in length and not aligned with the tube axis. Engineering concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute an MDR reportable event; however, tube abrasions with material removal ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.